Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 72", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.